Manufacturer narrative:
The device history record (DHR) for this product was reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 480 units were produced under the concerned lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The user facility returned the referenced device in a poly bag with the stylet fully inserted and the needle retracted; no original packaging was returned. The visual inspection of the device noted that a piece of pebax covering approximately 0.375 inches long was missing from the distal end. The pebax covering surrounds the spiral cut needle creating a seal to facilitate aspiration. The detached piece of pebax was not returned although the report indicates that the fragment detached in the user's hands. Additionally, the needle was bent near the location of the pebax damage. Kinks were noted near the upper hypotube and approximately 6.75 inches distal to the end of upper hypotube. Damage to the sheath adjustor was noted. The deep gouge marks beneath the sheath adjustor knob suggest excessive force was used to overcome resistance. This type of damage is consistent with reports of the needle "buckling" also a result of the application of excessive force during use. No additional anomalies were noted during evaluation as the device. Based upon the information available, evaluation of the returned device and review of manufacturing records suggest the reported failure can be attributed to poor user technique and/or the use of excessive force during operation. Although it is unclear what may have caused the damage to the pebax layer, a review of manufacturing records show the device met all final acceptance criteria prior to release which includes visual and dimensional inspection as well as functional testing.

Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation, therefore, the cause of the reported event cannot be determined. To mitigate the risk of damaging the device or patient injury, the instruction manual provides warning that states: before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument.

Event description:
The manufacturer was informed that during an unspecified procedure, on the second sample attempt the needle was not coming out so the physician removed the device from inside the patient. The physician found a piece of plastic covering the needle came off. There was no patient injury reported.